Event description:
Per the clinic, the patient was administered steroid injections to treat an overgrowth of tissue around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). Device (B)(4): implanted device remains.